Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 220431988 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked and ribbed. Additionally, the introducer was not on the catheter. The compatibility assessment was unable to be conducted as the catheter could not be re-inserted through the introducer and test balloon catheter due to the curvature of the achieve distal loop. In conclusion, the mapping catheter failed the returned product inspection due to a kinked and ribbed loop. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.